Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. A microscopic examination identified a longitudinal tear in the balloon material beginning approximately 11mm distal to the distal edge of the proximal markerband and extending across the balloon material distally for approximately 11mm. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified severe stretching and kinking damage along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. A perforation was noted within the outer shaft of the device 750mm distal to the strain relief. No issues were noted with the shaft that may have contributed to the complaint incident. Due to the severe shaft damage it was not possible to inflate the device. No other issues were identified during the product analysis. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "after removal from the sheath, do not re-insert the peripheral cutting balloon device." (B)(4).

Event description:
It was reported that the balloon was difficult to deflate. A cutting balloon was selected for use. During the procedure, the cutting balloon was advanced through the 7fr sheath as per package instructions, and over a non-bsc wire. The balloon was inflated twice and failed to full deflate twice. The first inflation went easily; however, during deflation the balloon was depressurized but would not empty. The physician attempted to aspirate with a 20ml syringe and eventually pulled balloon back through the sheath. When the digital subtraction angiography (dsa) was checked, it showed that the fibrotic "web" was missed; thus the balloon was reinserted and inflated again and went up easily. Clear waist this time, which then popped at the nominal pressure. Then, during deflation, the balloon depressurized; however, would not fully empty and aspiration with an empty syringe did not help. Consequently, a 2ml syringe was used to partially inflate the balloon again to approximately 0.5ml and then aspirated again; however, still the balloon would not fully deflate but I was able to eventually forced out through the sheath. The sheath tip was partially deformed due to this. There was good result to the vein on the final angiogram. After the end of the procedure, the balloon was inflated on the tabletop and it was noted that the balloon catheter or shaft was very badly kinked where the balloon was over a stiff wire while it was forced through the sheath. The wire was not kinked. When inflated, the balloon would not inflate and at 4atm. The catheter or shaft popped. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the balloon was difficult to deflate. A cutting balloon was selected for use. During the procedure, the cutting balloon was advanced through the 7fr sheath as per package instructions, and over a non-bsc wire. The balloon was inflated twice and failed to full deflate twice. The first inflation went easily; however, during deflation the balloon was depressurized but would not empty. The physician attempted to aspirate with a 20ml syringe and eventually pulled balloon back through the sheath. When the digital subtraction angiography (dsa) was checked, it showed that the fibrotic "web" was missed; thus the balloon was reinserted and inflated again and went up easily. Clear waist this time, which then popped at the nominal pressure. Then, during deflation, the balloon depressurized; however, would not fully empty and aspiration with an empty syringe did not help. Consequently, a 2ml syringe was used to partially inflate the balloon again to approximately 0.5ml and then aspirated again; however, still the balloon would not fully deflate but I was able to eventually forced out through the sheath. The sheath tip was partially deformed due to this. There was good result to the vein on the final angiogram. After the end of the procedure, the balloon was inflated on the tabletop and it was noted that the balloon catheter or shaft was very badly kinked where the balloon was over a stiff wire while it was forced through the sheath. The wire was not kinked. When inflated, the balloon would not inflate and at 4atm. The catheter or shaft popped. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the target lesion was a forearm fistula. The catheter shaft and not the balloon popped. The shaft gave away where it was kinked. Popping of the shaft was noted outside the patient after the procedure. The patient's status post-procedure was good.